Manufacturer narrative:
It was recommended to check the anesthesia controller board (acb) to display unit communication cable. There was no ge repair. Block a: no patient information to date after calls to customer 09/08/23 and 09/12/23. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : it was recommended to check the anesthesia controller board (acb) to display unit communication cable. There was no ge repair.

Event description:
It was reported that there was an error indicating unit may shutdown during a case. The unit remained in use and case was completed. There was no patient injury.